Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported difficulty with the eye tracker in the patient's unknown eye after laser fired during lasik surgery. The eye tracker was turned off and proceeded with procedure and completed with no issues.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Laser was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer and performed and signed service installation record. System meets specification as per service installation record. No event date was provided. Logfile review for the day of event shows all laser system functions were within specifications for the respective event day. The laser was started, and the energy-check was started allowing for a warm-up time of twenty-five minutes. According to the quick start up manual the system needs a warm-up time of thirty minutes. The system successfully passed all initialization steps. The user performed the gas change and the scanner test, the needed energy check and eye tracker test without any issue. The first fluence test was aborted by the user. The user repeated the energy check and the fluence test. The second fluence test was performed without issue. The logfile shows twelve successfully performed treatments on that day. No dedicated treatment is reported ten out of twelve treatments were performed without eye tracker issues. Review of the log files for the treatment day shows no warning or error messages. No technical root cause could be identified. The system was working within specification. No on-site visit by a field service engineer was identified. Field service engineer has provided phone support. The root cause of the reported issue could not be determined conclusively. Most possible root cause for eye tracking issues is the anatomy of the patient's eye and patient's behavior (rolling the eye during the treatment). The manufacturer internal reference number is: (B)(4).